Event description:
It was reported the pt developed open, denuded skin around his stoma which extended circumferentially around his stoma approximately 1 year ago. The pt attempted to treat the skin with different over-the-counter products but the open area persisted. Within the last year, the pt sought treatment from his physician. The physician cultured the pt's parastomal skin and diagnosed the pt with an unspecified bacterial growth. The pt was treated with one course of oral vancomycin. Following the course of vancomycin, the pt noted improvement in his skin; however, the area had not fully healed. The pt then sought treatment from his wound ostomy care nurse. Examination of the pt found he was using an incorrectly sized product. The pt has changed to an appropriately sized product and has noted marked improvement in the open area.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Height: 76 inches.